Manufacturer narrative:
We are waiting for add'l info from the distributor.

Event description:
The laser system has the following problem: blue cylinder was not correctly connected with sma connector. Sma connector was shifted inside the blue cylinder. When the user switched on the laser with a power of 100 w, the fiber burned.